Event description:
Disassociation of plastic from metal backing of patellar component. Patella component was removed and retained by hospital. Original pourous patella was implanted approx. Six years ago.